Manufacturer narrative:
Product complaint (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device pg6668 batch number, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Other relevant patient history/concomitant medications? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Was the wound healed? If product will be returned, please provide return date and tracking information?

Event description:
It was reported that the patient underwent a vaginal delivery surgery in (B)(6) 2020 and the suture was used. The patient came back to hospital on (B)(6) 2020 and poor wound healing was found in perineum tissue with sutured wound split. The second surgery is taken on (B)(6) 2020 to remove the suture and re-suture the wound. The patient is stable now. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/24/2020. Additional information: d10, h6. Additional h-3 summary: received for analysis an unopened sample of product. The complaint sample was not received for evaluation. The packet was opened and during the visual inspection the suture was correctly placed on folder and the suture was dispensed without problems and examined along of the strand and no defects, damaged on suture or surface could be observed. According to sample condition, no defects were observed. Photo: a picture was received for evaluation. Upon visual inspection of the picture, a suture piece with a knot of product. However; this is consistently with the removed of the suture from the patient. No conclusion could be reach as the sample was not returned for analysis.